Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus and cursor were not aligned and therefore the connection between the xy board and the overlay was reseated and the stylus was calibrated. It was additionally noted that the media bay door was gone and replaced ,that the personal computer memory card international association card holder buttons were broken off and the holder was therefore replaced and that the plastic standoff between the link electronic module and the microprocessing unit board was replaced. The hard drive was reconfigured and the software was reloaded and updated. The programmer then passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's (stylus touch) pen would not work and that it needed to be calibrated often. It was additionally requested that its software be updated. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.